Event description:
Per the patient's surgeon, the electrode array was found to be within the vestibule and superior semi-circular canal, resulting in the decision to explant the device. The device was explanted on (B)(6) 2018.